Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by manual correction injection. Additionally, it was reported that occlusion alarms occurred. Customer changed supplies to address the issue. The customer reverted to alternate therapy for diabetes management.